Event description:
It was reported that an increased intra-peritoneal volume (iipv) event occurred on a homechoice machine during peritoneal dialysis (pd) therapy. The home patient (hp) stated the machine alarmed "high drain call pd nurse" at the end of therapy. The hp stated their ultrafiltration (uf) was 1604ml and they used 2.5% dextrose solution, but the hp usually used 1.5% dextrose solution. The technical services representative (tsr) explained that the alarm. There was patient involvement, but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. The reported problem was not reproduced during functional testing. The reported issue was confirmed in the event history log review. The cause was determined to be use error, tidal total uf removal set too low due to use of higher dextrose solution than usual. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. A follow-up report will be filed upon completion of a device evaluation, or if any additional information is received.